Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in used condition and the air detector was loose. Review of the event history log showed that during infusion on february 27th and 28th the program had successfully infused the correct amount; on march 1st the infusion was stopped before the program had completed; no system faults were found. Functional testing was unable to replicate the reported issue by running an infusion with the settings provided by the customer; three infusion tests were conducted and all test results met specifications for delivery accuracy. The most probable root cause for the under infusion was due to the air detector being loose and shifted into a high position resulting in the tubing being pinched and under infusion ensuing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device under-infused medication. The issue was discovered by an anesthesiologist while the patient was hooked up to the pump, during infusion. It is unknown if there were any adverse patient effects.